Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that, following intraocular lens (iol) implant procedure, the patient had difficulty in seeing near and distance. The lens was exchanged in a secondary procedure. There are two medical device reports associated with this patient. This report is for left eye.